Event description:
The reporter contacted animas on (B)(6) 2012 reporting that all the keypad buttons had to be pressed very hard in order to function, with the up arrow and ok buttons the most difficult. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed that the "ok", "up" and "down" keys have intermittent responses to button presses. Keypad is fully intact and was removed to investigate. Evidence of keypad contamination was located under "contrast", "up", "down" and "ok" contact buttons. Unrelated to this complaint, the pump booted to the verify screen with dim pink contrast. The oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen.